Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified, but the insulin gauge issue could not be verified. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin therapy. Lastly, it was reported that the customer experienced a low blood glucose (bg) level of 50-60 mg/dl; cause was unknown. Customer consumed candy to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.